Manufacturer narrative:
Unit received with broken reservoir tube lip, reservoir does not stay locked in. Unit received missing o-ring (reservoir tube). Unit received with cracked case at reservoir tube window corners and battery tube threads. Unit received with minor scratches on lcd window.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 160 mg/dl. The customer stated that the o-ring is missing on the reservoir chamber. The customer stated when removing the reservoir from the pump the o ring fell out of the reservoir chamber and she could not replace it. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.